Manufacturer narrative:
(B)(4): the testing and investigation results indicated the complaint for visible smoke was confirmed. The display board inverter and mechanism chassis were damaged. There was evidence of corrosion on the internal boards and of overheating on the power board cable.

Event description:
The complainant reported visible smoke coming out of pump.